Event description:
Broken infuse-a-port catheter in the heart. Proximal end of the catheter was in the left innominate vein and distal end of the catheter was is the proximal pulmonary artery. Removal of catheter was done in the cardiac cath lab.